Event description:
In 2008, the pt reported that she has noticed leaking and blood on the adhesive of her infusion sites. The pt stated that she does not notice scar tissue or bumps. She uses IV prep wipes prior to inserting the infusion site. She practices proper infusion site rotation. She reported that she recently lost weight. She uses the 8mm cannula length. She was sent samples of infusion sets with a 10mm cannula length. Upon follow up two days later, the pt reported that she began use of the 10mm cannulas and has had no further issues. No blood glucose issues were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.